Event description:
Unsolicited communication from (B)(6) "rn reported tubing leaking at filter. Patient notified nurse that she had awoken to dampness on her clothing around her infusion line. She identified that the tubing was leaking around the 2ug filter. Patient changed tubing. Pt has saved defective tubing. Rph will follow up with patient to see if this has resolved. She is going to reach out to md regarding possible need for empiric antibiotic coverage for blood stream infection risk." Tubing lot number and expiration date are unknown as not reported. No additional information to report at this time. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? ¿ yes. Did the product issue cause or contribute to patient or clinical injury? ¿ no. Is the actual device available for investigation? Yes, upon patient return. Did we replace the device? Yes, tubing was faulty not pump. Did the patient have a backup device they were able to switch to? Yes, tubing was faulty not pump. If yes, was the patient able to successfully continue their infusion? ¿ yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Unknown. Reported to (B)(6) by: health professional.